Event description:
A ligapass clamp was used as a rib anchor on a rod construct implanted in a skeletally non-mature person. Implant failed at 6 weeks post-op.

Manufacturer narrative:
Investigation: checking the compliance of the returned device with requirements is not practicable. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. The results of tests performed on the device during its mfg comply with requirements. Ligapass implanted on spine growing construct. Instructions for use warns that "ligapass is a temporary implant for use in orthopedics surgery on skeletally mature pts." Conclusion: implant was used off label. Implant used in surgery included: 510k - k112736, cat # b08106010, lot # 12b0155, expiration date 01/2017, cat # b08106010, lot # 12b0460, expiration date 02/2017.